Event description:
Information was received that this lv lead exhibited high pacing threshold. This lv lead was explanted. No adverse patient effects were reported. No further information is available.